Event description:
A consumer reports dissatisfaction due to foggy, blurred vision following bilateral intraocular lens (iol) implant surgery. Although her near vision is 20/20 , she has difficulty adjusting from distance to near quickly and needs reading glasses to make the adjustment faster. Additional information has been requested. There are two medical device reports associated with the event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional info was requested 06/24/2008, 06/26/2008, 07/01/200/, 07/07/2008, 07/08/2008 and 07/17/2008 by phone, fax, and mail. A completed questionnaire has not been received.